Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 170 to 200 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is (B)(6) 2015. Meter memory not recalled. Control test performed during call on (B)(6) 2015 produced result of 17 and 15 mg/dl. Control test not within acceptable range of 31 to 61 mg/dl. Control level one lot#4ac1a46 manufacturer's expiration date is 07/31/2016 and open date is (B)(6) 2015. Another control test performed during call on (B)(6) 2015 produced result of 17 mg/dl. Control test not within acceptable range of 321 to 313 mg/dl. Control level three lot#5ac3a21 manufacturer's expiration date is 08/31/2016 and open date is (B)(6) 2015. Adverse event not reported.